Event description:
The customer called to report that he received blisters on his stomach while using a heating pad which did require medical attention. The consumer also admitted to having a shawl placed over the heating pad when this incident occurred, which is contrary to the instructions for proper use. The product has a clear warning which states that the pad needs to have one side exposed to the open air at all times.